Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.10 ng/ml on a pt presented for weakness, vomiting and hypotension. The pt was admitted as anemic and a diagnosis of sepsis and cellulitis. Method: I-stat, result: 0.10 ng/ml, time: 14:52. Method: I-stat, result: 0.01 ng/ml, time: 15:03 (same sample). Method: vista (lab), result: >0.01 ng/ml, time: 15:38 (same sample). Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).